Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that last night she noticed that her blood glucose levels were high and then she noticed air bubbles in the tubing. The customer disconnected from the pump, due to not getting a call back. Patient's blood glucose at time of incident was 459 mg/dl. Patient's current blood glucose was over 600mg/dl. The customer treated with manual injection. Based on customer report customer does not allege pump was under delivering. After removing infusion set the customer noticed just a little red spot. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.